Event description:
It was reported that the customer was hospitalized in intensive care unit due to he had a heart attack and broke his hip. Caller stated that the customer had an MRI wearing the insulin pump. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.